Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck injury and kidney infection. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) , the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed / psychological or psychiatric problems condition: depression"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), abdominal pain ("right side abdomen"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (supracervical hysterectomy (partial) with removal of the essure device on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, anxiety, depression, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. Discrepancy noted in essure insertion date previously as (B)(6) and in medical record specified as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed proper placement. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs and mr received: events: uti, vaginal infection, apareunia, bladder disorder, urinary tract disorder, nausea, dysmenorrhea, dyspareunia, fatigue, acid reflux, abdominal pain, abdominal pain lower, vaginal pain were added. Event onset date and severity were added. Lab test date was added. Reporter causality comments were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a hysterectomy with removal of the essure device). Essure was removed in 2014. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.